Event description:
Customer alleged blood glucose results of 346 mg/dl, 236 mg/dl, 151 mg/dl, and 141 mg/dl on the aviva system when testing was performed within 10 minutes. The customer reported having no symptoms and did not treat or act based on the results. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.